Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was received for analysis in good condition with no visible damage or defects observed. Functional testing revealed that the device meets specifications. In addition, the unit successfully underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2013-07074, 2134265-2013-07077. It was reported that automatic pullback failure occurred. During procedure, the motor drive unit failed to perform automatic pullback. Manual pullback was performed to complete the procedure. No patient injury or complications reported.